Event description:
It was reported that the patient stated last order was not good at all and there was an issue with the valve that it was leaking all over the floor. Per follow-up call on 01apr2021, patient had a pubic catheter in her side and had to empty the bag every four hours. Patient had several bags that were leaking where it sealed together at the bottom.

Manufacturer narrative:
Per additional information received, it has been determined that this is not a reportable event. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that catheters were leaking.